Event description:
It was reported that, "during the tka, the surgeon mistakenly implanted the scorpio nrg ps femoral without making a box space with cr nrg insert. The surgeon would like to know the comments of consultant surgeon on this case."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and op report) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.